Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device was found that the battery of the device to be severely depleted which caused a no-telemetry condition. When the device was powered with an external supply, the system current drain (cd) was nominal throughout the analysis. The stacked chip scale package (scsp) was inspected for copper trace anomalies. No copper anomalies or foreign material were observed. Since a high current drain condition was not present, the cause of the depleted battery was not determined. No hybrid anomalies were found. Further analysis was then conducted on the battery of the device. Based on the destructive analysis, no internal short occurred in the battery to account for the rapid voltage depletion of the device. It was noted that there was localized li discharge along the edges and uniform li depletion across all anode segments. Additionally, a review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing.

Event description:
The device was replaced due to reaching normal elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.